Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
The customer reported via phone call that the insulin pump had various battery issues. The alarm history contained multiple bad battery, low battery, and weak battery alarms. The unit alarmed unexpected restart error at one point, too. The patient's blood glucose at the time of incident is unknown; however, the customer mentioned having recent issues with hypoglycemia. The customer was concerned that the device was over-delivering. The customer also changed the battery cap to resolve the issues but the alarms and alerts continued. The insulin pump will be returned for analysis.

Manufacturer narrative:
The pump passed the delivery accuracy test.

Manufacturer narrative:
The pump passed the functional testing, including the operating currents measurement, self test, unexpected restart, displacement, rewind, basic occlusion, occlusion, prime and excessive no delivery alarm tests. N external ram crc error alarm, unexpected off no power, failed battery or low battery alarms were noted. No time/date reset anomaly was noted. The pump was programmed with multiple bolus amounts and uploaded properly using carelink pro and all bolus data recorded properly on the data report. No history/bolus anomaly was noted. No loss of data anomaly noted. The test minilink transmitter communicated properly with the pump. No unexpected weak signal alarm was noted. The pump had a cracked case at the display window corner and a severely scratched display window.